Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported that "prior to use on patient, the customer did ballooning test and found damage on the proximal balloon". Additional information was reported that "during clinical setting and prior to use, the customer executed ballooning test and found air leakage then found the hole on the balloon". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Functional testing was performed on the device and it was found that the yellow balloon is defective and could not be fully inflated. The manufacturing site reports that 100% leak testing is performed; therefore, any defects would be detected prior to release from the manufacturing facility. The complaint is confirmed; however, a root cause for the issue could not be identified.

Event description:
It was reported that "prior to use on patient, the customer did ballooning test and found damage on the proximal balloon". Additional information was reported that "during clinical setting and prior to use, the customer executed ballooning test and found air leakage then found the hole on the balloon". No patient involvement reported.